Event description:
An anika commercial manager reported that a patient experienced an adverse reaction following the implantation of an integrity implant for a tendon repair. The original surgery involved placement of one 25x30 mm and one 20x25 mm integrity implant wrapped around the peroneal tendon. The treating physician reported this was the second similar adverse reaction observed with integrity in peroneal tendon repair and stated that the graft was removed after the patient developed excessive inflammation and cysts that would rupture. The patient had residual swelling and mass, later developed drainable yellow, thick fluid collections with no bacteria identified on multiple cultures, and underwent multiple drainage procedures before agreeing to revision surgery for removal and cleanout. The patient required unplanned medical intervention through a revision procedure. No clinic notes or discharge summary were available, and the complaint sample was discarded to pathology; no unused sample from the same part or lot was available for evaluation. Pathology results identified fibrous tissue with foreign suture material and giant cell reaction from the soft tissue mass, and fibrous tissue with acute inflammation, granulation tissue, and fat necrosis from the inflamed cyst. Based on the available information, the event involved inflammatory tissue response and cyst formation following integrity implant use in peroneal tendon repair. Pathology results: specimens: a) - soft tissue, soft tissue mass with foreign body right ankle b) - cyst, right ankle inflamed cyst final diagnosis a) right ankle. "Soft tissue mass with foreign body", removal: - fibrous tissue with foreign suture material and giant cell reaction. B) right ankle, "right ankle inflamed cyst", debridement: fibrous tissue with acute inflammation, granulation tissue and fat necrosis. This event is linked to MFR 3007093114-2026-00015 (anika (B)(4).

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information orupon completion of the inv estigation by the manufacturing plant.